Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of iliac disease and an abdominal aortic an eurysm. The physician used an endurant 2s with 2 bilateral docking limbs both 16x10x124 for the procedure. On the final run the physician noticed a small type ia endoleak which was determined to be caused from a low proximal deployment. A cuff was delivered successfully to just below the renal arteries to adjust for the low deployed bifurcated graft. The delivery system was moved cranial and the top cap was retrieved above the supra-renal fixation and the system was brought down in a counterclockwise motion to inside the body of the graft. The delivery system was then recaptured by moving the gray handle to the blue handle and the delivery system was easily removed from the body. Upon removal the physician noticed a metal ring extruding from the tip of the delivery system, at that time fluoroscopy was reviewed and the physician noticed the 16x10x124 limb on the ipsilateral side had been all the way pulled down from inside of the graft to be folded on top of itself inside the iliac. The physician introduced a 16x10x156 limb into the ipsilateral side and docked the limb from the crouch of the bifur to end below the folded over limb and was ballooned successfully with brisk flow. The proximal extent of the ipsilateral extension was implanted two stent rings below the flow divider. The dislodged stent was caught between the sleeve and the graft cover gap when it was removed with the delivery system. The physician stated the event was related to the device. The physician did not feel that much force was applied when withdrawing the delivery system. It was confirmed that the new guidewire was brought up to the ipsilateral limb prior to implanting the aortic cuff. There was no vessel trauma reported. There was no vessel trauma reported. No additional clinical sequelae were reported and the patient is fine film review analysis: pec review of several still angio images during implant revealed that the bifurcate was implanted with the distal ipsi limb positioned down into the right side of the aneurysm, and the contra limb was extended across the ipsi and into the right iliac artery. The left ipsi limb extension was detached from the bifurcate ipsi limb and appeared to have folded over itself; the limb was entirely within the left common iliac artery and all 5 markers (proximal, distal, and overlapping) were separated by approximately 2cm. There was a type iii separation endoleak between the ipsi limb and invaginated limb extension. Another image showed that a limb was then relined across the detached bifurcate ipsi limb and limb extension. The proximal extent of the relined limb was positioned near the bifurcate flow divider, and the distal end was 1cm distal to the invaginated limb. An endurant aortic cuff was also seen implanted approximately 1cm above the bifurcate. Contrast injection showed no obvious endoleak with patency within both stent graft limbs as well as distal to the stent grafts. A single photograph of a delivery system showed a 10cm length section of the tip and graft cover. The stent graft had been deployed and the graft cover was fully recombined with the tip. The spindle was seen 1cm below the distal end of the tip. The tip was essentially straight. Other than a possible burr seen on the end of the graft cover no obvious delivery system integrity issues could be seen from this single photo. The exact cause of the ipsi limb extension that completely infolded inside itself could not be determined from the available images. Films during the limb and aortic cuff deployment, and during removal of the aortic cuff delivery system, were not available for return. From the current available information this appears most likely to have occurred during removal of the aortic cuff delivery system. As the delivery system was being pulled back through the ipsi limb and extension, the sleeve and/or spindle of the delivery system likely got caught on the exposed proximal stent of the ipsi limb extension as the delivery system was being recaptured into the graft cover. Once the exposed stent of the ipsi limb extension was caught on the delivery system, the limb was pulled down with the delivery system, began to invert, and the entire stent graft was pulled inside of itself. It is likely that the proximal stent of the limb became detached as the delivery system was pulled out of the patient after the proximal sutures eventually broke away due to higher than expected forces. The cause of the low placement of the bifurcate leading to the proximal type I endoleak is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Film review analysis: review of pre-implant cta¿s revealed that the patient¿s proximal neck diameter measured approximately 24mm just below the renals; the neck was moderately angulated, calcified, and contained thrombus. The max diameter aaa measured 5cm, contained thrombus, and was lined with calcification. Both common iliac arteries were also extensively calcified. The left common iliac artery diameter ranged from 8 ¿ 10 ¿ 6mm, and the right common iliac artery diameter ranged from 8 ¿ 9mm. Review of the 3d/film slide from r<(>&<)>d observed that the patient anatomy (pre-implant) was unremarkable except for significant calcification in implant area. Inspection of the returned stent ring (wire diameter and radius) show that it was likely the proximal stent from the ipsilateral limb; the wire of the stent had also pulled out of the crimp, and possibly broke at the second crimp. It is likely that the small gap between the delivery system sleeve and spindle caught on exposed stent peak of the limb as the delivery system was withdrawn through the curved anatomy. This likely allowed the limb graft to be turned inside out, leading to excessive force on the stent crimp and breaking the stent at the crimp. A broken stent would be able to be slid free from the retaining suture loops without breaking them in tension, possibly explaining how the stent was able to be withdrawn from the patient.